Manufacturer narrative:
(B)(4). Batch #: v94t56. Additional information was requested and the following was obtained: what was the damage to the package? The position marked red in the figure is the damaged part of the package. Did the damage to the packaging compromise the sterility of the device? The package is damaged, resulting in the exposure of the instrument, which does not meet the sterility requirements of surgical instruments and cannot be used. This is a analysis for a set of images submitted to ethicon endo surgery for evaluation. Images: the images provided buy the customer are those of what appears to be an harh instrument inside the sterile package. A closer look at sterile package shows that the blister was broken at one of the corners. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during an unknown surgery, before being used on the patient, the package was found damaged. Changed to another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.